Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration material updated by device evaluation.

Event description:
Loss of osseointegration material updated by device evaluation.